Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements resulting in a recorded red alert. The patient was referred to the healthcare facility to be evaluated. This lead remains in service. No adverse patient effects were reported.